Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 6 failed to sense closed. A field service engineer replaced inseparable and recovered the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 6 failed and message shows failed to remain closed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.